Event description:
Consumer called to report meter is not giving accurate meter readings. Analysis run oon clark error gird using mean avg reading (69) as ref point vs bd readings (46, 91) yielded data points in the d range of the grid, outside acceptable limits.